Manufacturer narrative:
The device was returned for evaluation. Visual inspection confirms the distal arm has sheared off. The distal arm did not return with the device. The arm of the inserter is a subcomponent which features an ipsilateral prong that attaches to the interbody spacer for insertion. This type of damage occurs when force is applied during impaction/insertion of the interbody spacer causing the distal arm to detach from the shaft. Review of device history records indicates no issues during the manufacture of this product that contribute to this complaint. Warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e. Non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the distal prong broke off during a case. The piece was retrieved from the patient. There was no report of patient symptoms due to the event.